Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was off the bus. Customer changed cable and com board, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was off the bus. Customer changed cable and com board, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that all the drawers were off the bus. The field service engineer (fse) reported that the customer had attempted to access drawer 3, and the entire drawer went down. The fse opened the back panel and replaced both controller boards for drawers 3.1 and 3.2. The module board and the retractor band were also replaced. After a reboot, drawers 3.1 and 3.2 were tested successfully, and the drawer functioned with good results. The fse later returned to the station due to a repeat issue in which all drawers were not being detected on the bus. The all in one board, the docking board, and the retractor band for drawer 3.2 were replaced. The station was rebooted and all drawers were tested in the hardware test application, with good results. The customer confirmed that the issue had not reoccurred since drawer 3 was swapped. The customer verified drawer functionality with good results and approved closing the ticket. The system functioned as intended after the field service engineer repaired the device.